Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's time on the pump was off by 1 hour. The customer stated that she forgot to change the time after daylight savings. The customer's current blood glucose (bg) level was 423 mg/dl and was unsure if the incorrect time was the cause of the high bg level. An insulin injection was administered to address the bg level. Tandem technical support assisted the customer with correcting the pump time.